Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump turned off and would not turn back on. He got the insulin pump wet from swimming and tried to dry it out. The customer¿s blood glucose level was 117 mg/dl. Troubleshooting was performed. There was water under the display. There were no cracks or other issues with the insulin pump. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics. The motor assembly had moisture damage. Unable to perform any tests due to blank display. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.